Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump tubing fracture.

Manufacturer narrative:
Quality was unsuccessful in securing the device for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 0907011. The most likely root cause of the event may be attributed to expected aging of the device. If the explanted device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance with procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Manufacturer narrative:
A titan pump and two cylinders were received for evaluation. Examination and testing of the returned components revealed the detachment sites of the longer exhaust tube of the pump and the exhaust tube of cylinder 1 to be rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Partial separations within abrasion were noted in the longer exhaust tube of the pump, the exhaust tube of cylinder 1 near the strain relief and near the detachment site. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the shorter exhaust tube and on both exhaust tube strain relief of the pump and on the exhaust tube strain relief of cylinder 2. An aneurysm was noted in the bladder of cylinder 2 near the base. Testing revealed this not to be a site of leakage. Based on previous quality simulations, the examination of the returned product and the reported information, quality concluded that the rough and irregular surfaces associated with the detachment sites of the longer exhaust tube of the pump and the exhaust tube of cylinder 1 indicate that sufficient stress(s) may have been exerted to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. In addition, an aneurysm with no leakage was noted in the bladder of cylinder 2 near the base. Quality concluded that the aneurysm most likely occurred due to over-inflation of the device. Quality further concluded both the aneurysm and the tubing tear in the pump and cylinder 1 exhaust tubes to be the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 0907011.